Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Review of labeling 03-5634r4: indications for control of bleeding from bone surfaces during surgical operations. Contraindications: bone wax should not be used where rapid osseous regeneration and fusion are desired. Warnings: do not resterilize or subject bone wax to excessive heat. Bone wax may inhibit osteogenesis and may act as a physical barrier to the reparative process. Do not use if the package is opened or damaged. Discard open, unused bone wax. Precautions bone wax should be used sparingly. Use the minimum amount necessary to achieve hemostasis; and remove as much of the bone wax as possible after hemostasis is achieved. The package should be opened just prior to use to minimize the possibility of contamination and excessive drying. Directions and dosage use bone wax immediately after removal from the package. Using aseptic technique, take 1 to 1.5 grams of bone wax, manipulate with the ngers to soften, and apply to bone surface. Optimum working temperature: 70° - 74° f (21° - 23° c).

Event description:
It was reported on (B)(6) 2025 that, during surgery, the bonewax did not adhere well and blood was lost. No patient injury was reported. Additional bonewax was applied to stop the bleeding and the procedure was completed.